Event description:
It was reported that before an unknown procedure, the device was opened for use and the nurse realized that there were no clips in the applier. Two more instruments were opened and appeared to have the same defect. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Returned empty, damaged cartridge cover,lockout spring out of position the analysis results of device (a) found that it was received empty and with the cartridge cover deformed at tip. The device was disassembled and the hoop spring with the lever were found disassembled and loose inside. This finding is not related with that the customer reported. It could not be determined what may have caused the event. The analysis results of device (b) found that it was received empty and with the cartridge cover deformed at tip. The device was disassembled and the hoop spring with the lever were found disassembled and loose inside. This finding is not related with that the customer reported. It could not be determined what may have caused the event reported. The analysis results of device (c) found that it was received empty and with the cartridge cover deformed at tip. The device was disassembled and the lost motion lever was found not correctly assembled, leading the antibackup failure. These findings are not related with that the customer reported. However, it could not be determined what may have caused the event reported a batch record review was performed and no anomalies were found during the manufacturing process.